Event description:
It was reported that "the catheter body near the balloon was damaged, possibly when the customer attempted to form a curve at the tip of the catheter as preparation for insertion before use. The customer commented that the balloon inflated, but leakage was observed from the damaged part of the catheter." No patient injury occurred.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited syringe was returned for evaluation. The balloon did not inflate due to leakage from a gap between the proximal electrode and the catheter body under the adhesive. The catheter tip was found to be slightly bent. The bend on the catheter body was measured to be approximately 8 degrees and the tip was determined to have an ¿s¿ shape. Blood was observed under the balloon. No visible inconsistencies were observed on the balloon, balloon windings, or returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. Balloon inflation testing was performed using the returned syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under 20x magnification and with the unaided eye. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.